Manufacturer narrative:
During the complaint investigation, it was found that the device had been installed approximately one month prior to the event. Maquet believes that during the (B)(6) 2013 installation, the retaining clip (a.k.a. Circlip) that secures the spring arm to the rest of the configuration was not correctly seated. This allowed the spring arm to slide down. The correct assembly directions are in the installation manual and state that when properly installed, the circlip should turn freely in its groove. The fst was able to repair the device and secure it with the retaining clip. All functions were tested and the device returned to service. Exemption # (B)(4). Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
Ref #imp (B)(4).